Event description:
Information was received from the health care provider (hcp) via a clinical study, regarding a (B)(6) female patient receiving intrathecal hydromorphone 10.0mg/ml at 2.335mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. Upon examination on (B)(6) 2016, the pump had flipped/pump inversion. The hcp attempted to flip it back manually and fill under fluoroscopy, but this was not possible. A intrathecal pump pocket revision was performed on (B)(6) 2016, where surgical observation noted that the pump was in a dacron pouch. The dacron pouch was moving freely within the pocket except near one end of the pocket itself. The event was possibly related to the device or therapy specified as the pump pocket, and unlikely related to the implant procedure. The event was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.